Event description:
A discordant low result for calcium (ca) was obtained on an advia 1800 instrument. The result was not reported. The same sample was rerun on the same instrument and a different result was obtained. Because of poor reproducibility the result was not reported out but the same sample was run twice on an alternate system. The last two results were consistent with the patient status. There are no known reports of patient intervention or adverse health consequences due to the discordant low ca result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant ca result was due to a malfunction of the clot detector. The fse replaced the clot detector. The instrument is performing within specifications. Further evaluation of the device is not required.